Manufacturer narrative:
No product to be returned.

Event description:
Information received a smith medical silicone - bivona tubes neo/ped tts would not inflate. The physician reports that was a trach was brought to the bedside for a last resorted effort to ventilate a patient that was in respiratory failure. The patient had a leak in her existing tube that was not a smiths medical product. This was an emergent tracheostomy change that is being described. Three providers were not able to inflate the balloon. Fifteen minutes elapsed and used higher pressure to inflate balloon, which was at risk for rupture. This intervention done by ent team member was successful. The report indicates the patient was high risk for failed respiratory intervention, which would lead to death, as compromised airway, breathing and circulation were described and report is considered serious injury reportable. The device will not be returned for investigation, as the device can not be returned in failed condition according to provider.